Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint states the locking mechanism to the offset inserter broke due to normal wear and tear. The investigation confirmed the failure mode as reported. Previously a corrective action was identified for this failure mode whereby a design change was implemented and routed on (B)(4) in 2007 in order to strengthen the locking catch. The design verification was completed and routed on (B)(4) and concluded that there are no outstanding actions identified. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The locking mechanism to the offset inserter broke due to normal wear and tear.